Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19896. It was reported the pt experiences sporadic and erratic overstimulation. The pt is not receiving effective therapy. The pt's scs system was reprogrammed. Follow up revealed the pt's issue has not resolved. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.